Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the shield, a clear plastic internal component of the seal, was provided by the complainant. Visual inspection confirmed the complainant's experience of shield dislodgement. Based on the photograph and the description of the event provided, it is likely that the reported event was caused when gauze was inserted through the trocar. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: inguinal hernia. Event description: during a laparoscopy (inguinal hernia), the surgeon noticed a resistance to the passage of instruments at the level of a trocar of 5mm. When checking the abdomen before closing, we noticed that the trocar valve had fallen into the belly of the patient (see photos attached by mail) we removed the valve during laparoscopy. Thanks to our vigilance none, but the small size of the object makes it not impossible that we do not see it if it re-occurred. Type of intervention: we removed the valve during laparoscopy. Patient status: ni.